Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron clinical system gave sporadic mc (modular chemistry) sample probe errors, then cc (cartridge chemistry) sample probe errors after they did weekly maintenance. Customer reported that there was fluid on the tube caps, and a puddle of fluid in the shuttle track. Customer reported that the volume of the leak was a small amount. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak originated from the overflow holes in the wick housing. The fse found tubings 180 and 118 from the waste valve on the piercer to the waste manifold had partial obstructions that backed up the wash fluid in the cap piercer wash phase, causing fluid to flow out of the overflow the holes. The fse cleared the obstructions with hot distilled water.

Manufacturer narrative:
(B)(4).